Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned the pump had only alarmed one time and they used the help screen to resolve the alarm. Customer verified there was no presence of blood in the helium tubing, all cables and connections were secure and appropriate. Customer performed a fill and pressed start which resolved the alarm and resumed therapy. The patient was alert, oriented, talking with family, and moving for comfort, and had been in a flutter in the 100s-150s since arriving to the unit. Esp personnel explained the nature of the alarm and that it was likely triggered as a result of sustained tachycardia. Personnel verified contact information and that the customer should call back again should the alarm go off multiple times in an hour. Esp personnel called back the customer in case and they reported that the alarm had not gone off again.

Event description:
It was reported by customer that during use on a patient the cardiosave intra aortic balloon pump (iabp) gas loss alarm. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1. Full event site name is (B)(6) medical ctr. The serial number, catalog number and other product details are inaccurate/incomplete, we are following with the customer for the details, therefore UDI and other product specific details are not included in the emdr. A supplement report will be submitted upon receiving this info.